Manufacturer narrative:
Our field service engineer investigated the ventilator and found that the inspiratory pipe was broken, with liquid corrosion detected on the pull magnet. Additionally, the o2 cell and battery modules have expired and require replacement, along with scheduled preventive maintenance. The healthcare facility has opted to handle the service and replacement of these components independently. No parts will be returned for further investigation, and no ventilator logs were provided. While the exact root cause of the failed internal leakage test during the pre-use check remains inconclusive, the broken inspiratory pipe and liquid corrosion on the pull magnet were likely contributing factors.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).